Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Samples received: one (1) sample unit was received with its original package opened from p/n l-70 with lot number 4095765. Visual inspection results for visual inspection of the sample provided: after visual inspection was performed to sample unit, no marks/cracks or tears can be observed in luer connector, tube surface that could cause leakage on product. Functional testing results: based on manufacturing procedure mp l-70 rev.117 we performed a leakage test on sample provided, after test was performed to the piece passed functional test on leakage test process. Failure mode reported in complaint report cant be confirmed. The cause of the reported problem could not be determined.

Event description:
Information received a smiths medical fluid warming/level 1 hotline disposables was malfunctioning. Reported during the pre-use check, the customer found leakage of medical fluid from the blue connector. No patient injury.